Event description:
A patient reported that she had been experiencing severe pain in her right abdominal area and bleeding following the essure micro-insert placement procedure. The patient stated that the physician had some difficulty during the essure placement procedure, and it resulted in 2 micro-inserts being placed into the right fallopian tube. The patent reported that imaging tests following the essure procedure revealed that one of the micro-inserts had perforated her right fallopian. The micro-inserts were removed laparoscopically and a salpingectomy was performed. The physician that removed the micro-inserts stated that the micro-inserts all were in good position within the tubes with nothing unusual noted; no perforation was observed. The physician also stated that he found no evidence that patient's symptoms were due to the essure micro-inserts. The physician reported that the patient is no longer experiencing severe pain following removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.